Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The caller stated that they have tried multiple programs and are still seeing the same error message of " maximum settings have been reached". The caller stated that they spoke to the hcp prior to calling ps and the hcp redirected them to mdt. Pss reviewed with caller that ins should be evaluated if error message is occurring on multiple programs. Additional information was received on (B)(6) 2024, the patient called in because they were told to increase stim. Patient connected to the ins and saw the max settings message on program 3 at 0.3. Patient said they get the max settings message on all the programs. Redirected dr to hcp to have the device checked.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had just gotten a new implant and they were trying to connect to their settings to turn their stimulation up because their health care provider (hcp) had instructed them to increase the stimulation, but they couldn't get it to work. The patient stated they were seeing a request for a password and their incision site from the surgery was which had been sore since they were implanted, was still a little sore and a little pussy. Patient services reviewed external device function with the patient and asked the patient if they could feel where the implant was under the skin and the patient stated no, but that their granddaughter was the one who had looked at their implant site and said it was "a little pus-ey," but that they weren't concerned as they had just gotten the surgery after all. Patient services reviewed with the patient to be sure to check in with their hea lth care provider (hcp) about the soreness, swelling and puss-iness. Patient got "device not responding" a few times but was able to connect to see their settings. The therapy was on program 3 at 0.9 ma. Patient went to increase the stimulation and got a 'device not responding' message again. Patient stated their previous implant wasn't this way, that it was easier to connect. Patient services reviewed with the patient to reposition the communicator and explained to the patient that the slight swelling could be having an impact on their connection. The patient hit retry and they were able to connect to see their settings again. The external devices were functioning as intended. They went to increase the stimulation and saw a message that said "system is operating at maximum settings. Therapy cannot be increased". The patient denied having had any falls or traumas since they got the implant. Patient services reviewed the meaning of the message with the patient and suggested they could try to see if they could go to another program and increase the stimulation on a different program, however, the patient stated the hcp had specified that they really didn't want to the patient to switch to another program. The issue was not resolved through troubleshooting. Patient services redirected the patient to follow up with their managing health care provider about the soreness and swelling at the implant site and to discuss the max settings message and to further address the issue. Patient stated they would reach out to their hcp. Documented the reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they were still having the therapy issue. The patient noted that they were leaking all the time and a "sudden gush" when they stood. The patient said their symptoms were like they were before they got the ins. The patient was thinking they needed to make an adjustment but the battery was dead in either the handset or communicator, so they said they would call back once they have it charged. Additional information received from the patient indicated that the patient stated they had tried to reach their healthcare provider, and were still trying to resolve the problem. The patient clarified that they still had the same problem - the device was not managing their problem.